Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 400 mg/dl. The customer stated that the reservoir had air bubbles. The approximate size of the air bubble was 3 cm troubleshooting not performed for high blood glucose. The product will not be returned for analysis.